Manufacturer narrative:
On december 10, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the manufacturing, and expiration date is currently not available. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old female patient underwent primary breast augmentation with 550cc mentor memorygel breast implant and experienced right side breast implant rupture postoperatively; diagnosed over phone. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery on (B)(6) 2024.